Event description:
A malfunction was reported, with the malfunction code malf 12 appearing. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support to reset the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the malfunction recurred.